Event description:
The suction failed. Manufacturer response for liquid optics interface, (brand not provided) (per site reporter): the product was returned to the manufacturer for evaluation.

Event description:
The suction failed. Manufacturer response for liquid optics interface, (brand not provided) (per site reporter): the product was returned to the manufacturer for evaluation.